Event description:
Customer claims to have ear pierced with the inverness ear piercing system in a retail store on about 5/1/1997. Shortly after the ear piercing site became infected and the customer sought medical treatment. The customer claims the ear piercing site is now scarred and deformed.